Manufacturer narrative:
The sample was accompanied by a data flag that indicates unusual reaction kinetics. Therefore, there is a high possibility that the sample contains an interfering substance that accelerates the reaction kinetics. For such samples, it is not possible to report a reliable analyte concentration with this assay. To confirm this, the sample was requested. However, the sample was not available for investigation. Based on the data/information (reaction kinetics), the most likely root cause is related to an unspecific agglutinator in the affected patient samples.

Event description:
There was an allegation of questionable vanc3 (vancomycin) results for multiple samples of the same patient tested on a cobas 8000 c702 module. The following example results were provided: sample 1 (B)(6)2025): initial result was 11.84 g/ml. Rerun result at another lab was >80 g/ml. Sample 2 (B)(6) 2025): initial result was 4.55 g/ml (accompanied by a data flag). Rerun result at another lab was 27.3 g/ml. Sample 3 (B)(6) 2025): initial result was 3.72 g/ml. Rerun result was at another lab was 25.8 g/ml.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.